Event description:
It was reported that: while ventilating the patient in simv mode, the ventilator stopped ventilating the patient. The patient was removed from the machine and then transferred to another device.